Event description:
According to the reporter: the balloon of the device burst during the surgery. The pt was involved without injury. The current condition of the pt: recovered. Medical intervention was not required. Operative time was not extended by 30 minutes or more.

Manufacturer narrative:
(B)(4).